Event description:
It was reported that bd cathena leaked past the bc valve. The following information was provided by the initial reporter: it did not stop bleeding as it is suppose to and she could not attach a IV bang either. We had to remove it unfortunately and re insert a new one using old canula.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1.

Manufacturer narrative:
Batch number is unavailable and hence unable to perform the DHR review of the affected batch. Current control there is a daily blood escape time (bet) functional test that can blood control components damage which can cause leakage at the septum (blood control valve). As no actual sample is returned for evaluation, root cause could not be established.

Event description:
Email description from customer: it did not stop bleeding as it is suppose to and she could not attach a IV bang either. We had to remove it unfortunately and re insert a new one using old canula.